Manufacturer narrative:
Section d9 - updated due to additional part returned. Section h6 evaluation codes were updated due to evaluation of returned part. Result code (annex c): added c15 section h3 device evaluation summary (updated due to to analysis of returned part.) Medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator generated a ¿ventilator inoperative¿ message at startup and did not pass calibration with an inspiratory auto-zero solenoid error. The device was available for evaluation. Service personnel (sp) inspected the unit and confirmed and duplicated the calibration failure. During evaluation, the unit also failed the flow sensor calibration. Sp replaced the exhalation valve flow sensor (evq) and inspiratory flow module (ifm) printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. One ifm pcba was returned to medtronic for analysis. Visual inspection of the returned ifm pcba found no anomalies. During calibration, the unit failed with ¿inspiratory autozero failed¿. The ifm pcba was inspected using a multimeter, and the pressure sensor (ps1) was found to be faulty. If a failure of the ps1 occurs while in use on a patient, the ventilator response would be backup ventilation (buv) to the patient. One evq was returned to medtronic for analysis. A visual inspection was carried out on the returned evq. It was observed that there was contamination on the evq. The evq was attached to the failure investigation test ventilator for analysis. The ventilator failed the ¿flow sensor calibration¿ generating the following error message: "o2 offset out of range¿ confirming evq to be faulty. The cause of the reported event was isolated to a faulty ps1 on the ifm pcba and a faulty evq. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Issue identified during product analysis. H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator generated a "ventilator inoperative" message at startup and did not pass calibration with a inspiratory auto zero solenoid error. The device was available for evaluation. Service personnel (sp) inspected the unit and confirmed and duplicated the calibration failure. During evaluation, the unit also failed the flow sensor calibration. Sp replaced the exhalation valve flow sensor (evq) and inspiratory flow module (ifm) printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The evq was not returned for analysis. One ifm pcba was returned to medtronic for analysis: visual inspection of the returned ifm pcba found no anomalies. During calibration, the unit failed with ¿inspiratory autozero failed¿. The ifm pcba was inspected using a multimeter, and the pressure sensor (ps1) was found to be faulty. If a failure of the ps1 occurs while in use on a patient, the ventilator response would be backup ventilation (buv) to the patient. The cause of the reported event was isolated to a faulty ps1 on the ifm pcba. The cause of the ¿flow sensor calibration¿ was isolated to a potential fault in evq. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilator generated a "ventilator inoperative" message at startup and did not pass calibration with a inspiratory auto zero solenoid error. There was no patient involved.